Event description:
A malfunction alarm, identified as malf 0, was reported, but no notable events preceded the issue. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to report any future occurrences of the malfunction code.